Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's lead exhibited multiple high impedance contacts. Reprogramming was unsuccessful in resolving the issue as the patient was unable to feel stimulation. Subsequently, surgical intervention was undertaken during which the lead and extensions were explanted and replaced. The issue was resolved post surgical intervention.